Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery while napping. The customer's blood glucose level was 311 mg/dl at the time of the call. The customer stated their reservoir was empty. The customer's insulin pump will be replaced due to a cannula anomaly. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.